Event description:
In late 2007, a doctor alleged inlays placed with maxcem one year ago had fallen off.

Manufacturer narrative:
The product was returned to the sales representative in another country, but has not yet been received by the manufacturing facility in the us. The patient's inlays were recemented with a different product without incident. The patient is doing fine.